Event description:
During surgery, the screw head broke. The threaded portion of the screw remained in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.